Event description:
Rptr stated, "insert 6642-1-711 didn't fit the baseplate 6632-3-415. Another piece of 6642-1-711 was choosen. It fitted better but not completely. Because used baseplate was cemented it was remained in place. Result was, according to the surgeon good enough but not the best." There was no adverse consequence for the pt.